Manufacturer narrative:
The occlusion limits were tested successfully. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2014, it was reported that the patient's infusion device displayed e4 (occlusion error). The patient confirmed the error message without taking any action to correct the occlusion. The patient's blood glucose level elevated to hi and he called for an ambulance. In the ambulance, his blood glucose level was 34.4 mmol/l (619.2 mg/dl). He experienced fainting, unresponsiveness, and vomiting. At the hospital, he was diagnosed with diabetic ketoacidosis and was treated with an IV of insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.